Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: no issues with the suspend feature were observed in the pump's history. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended manually and the pump gave the appropriate audio and visual suspend alert. Pump was able to suspend and resume without issue.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.